Event description:
Reportedly, after implantation of the pacemaker involved in this MDR report, the device was interrogated and high impedances of the leads were observed. The pacemaker was removed and returned for analysis. Another pacemaker was successfully implanted and no problem was observed on the leads.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.